Event description:
Device malfunction: partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that when the device was pulled out of the box, the first few millimeters of the device were already deployed. There was no pt involvement. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.